Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 919015 (as per mr)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Previously administered products included for an unreported indication: implanon from february 2011 to march 2012 and mirena from 2010 to 2011. Concurrent conditions included genital hemorrhage, gerd, menometrorrhagia, diarrhea, nausea, urinary frequency, anxiety disorder, abdominal pain, nausea, dysfunctional uterine bleeding, paratubal cyst and post procedural discharge. Concomitant products included augmentin, iron, medroxyprogesterone acetate (depo-provera) and metronidazole (flagyl). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right coil placement: 2 visible coils left coil placement: 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon from (B)(6) 2011 to (B)(6) 2012 and mirena from 2010 to 2011. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, migraines / headaches, dysmenorrhea, lower abdominal pain were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 919015 (as per mr)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia. Previously administered products included for an unreported indication: implanon from february 2011 to march 2012 and mirena from 2010 to 2011. Concurrent conditions included genital hemorrhage, gerd, menometrorrhagia, diarrhea, nausea, urinary frequency, anxiety disorder, abdominal pain, nausea, dysfunctional uterine bleeding, paratubal cyst and post procedural discharge. Concomitant products included augmentin, iron, medroxyprogesterone acetate (depo-provera) and metronidazole (flagyl). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right coil placement: 2 visible coils left coil placement: 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical record received. Reporter's information was added. Lot number was added. Concomitant condition, historical condition, concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.